Event description:
A patient (age and gender unknown) underwent a therapeutic colonoscopy procedure for polypectomy. The clinician was in the cecum to utilize the resolution clip device for hemostasis of a post polypectomy bleed. The first clip did grasp the tissue at the bleed site. The clip would not complete deployment as it did not release from the catheter (please note 6000048-2005-00183 attached). This resulted in the need to utlize two additional clips. The second clip (this medwatch report) did grasp the tissue. The clip did successfully deploy after the clinician manipulated the device by tugging and jiggling. Please reference the attached medwatch file for the similar issue noted with the third clip (6000048-2005-00185). The procedure was completed successfully. The patient was noted to be in stable condition.